Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one hemostar 23cm catheter, two adhesive dressings, two end caps, one tunneler, one introducer needle, one dilator, one dualator dilator, one j tip guidewire, and one airguard introducer and peel-apart sheath were returned for evaluation. A gross visual evaluation was performed. The investigation is unconfirmed for missing sheath, as a 15fr airguard introducer and 15fr peel-apart sheath were found in the returned sample. The peel-apart sheath was in two pieces and both the introducer and sheath had blood residue throughout. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. The investigation is unconfirmed for missing component. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported during a dialysis catheter placement procedure, the sheath was allegedly not found inside the package. It was further reported there was no damage to the packaging and another device was used to complete procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported during a dialysis catheter placement procedure, the sheath was allegedly not found inside the package. It was further reported there was no damage to the packaging and another device was used to complete procedure. There was no reported patient injury.